Event description:
It was reported that this communicator showed several yellow sending waves. Also a red, call doctor light was discussed. At the report, right ventricular pacing lead, out of range spikes were observed to be linked with two different triggered red alerts. The communicator and the device remain in service. No additional information was obtained from the attempts to the field. No adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).